Manufacturer narrative:
A ge service rep performed an onsite investigation. The sbc and related connections were evaluated and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot to a useable state. No pt or user injury was reported.